Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the plastic distal end cover (c-cover) was burned around the opening channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the description provided in the instruction for use (operation manual), it is likely the event was caused by the following handling: when using an endo therapy accessory for high-frequency cauterization: a) let the subject device end contact with mucosa. B) did not push an endo therapy accessory to the visible position of green marking on sheath of the accessory. C) electrified without letting electrode of an endo therapy accessory contact with mucosa. When performing laser cauterization: irradiated laser without keeping distance between tip of the laser probe and end of the subject device. When performing argon plasma coagulation: did not push an argon plasma coagulation probe to the visible position of the black ring at tip of the probe on endoscopic image. The event can be detected and prevented by following the instructions for use operation manual: 3.3 inspection of the endoscope: inspection of the endoscope. Operation manual: 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.